Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016 the reporter contacted animas alleging that the display was cloudy and could not be ready safely. Additionally, the reporter stated that there was moisture/corrosion behind the display and in the battery compartment. There is no indication that the product issue caused or contributed to an adverse event. This complaint is being reported because the issue may impact the user's ability to read some or all of the information on the screen which may result in over or under delivery.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 07/28/2016 with the following findings: investigation revealed that there was moisture in the battery compartment; there was no moisture found through the display. Unrelated to the complaint, investigation revealed cracks in the battery compartment and a battery compartment leak.